Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test,rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage(loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump was also alarmed power loss and low battery due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call low battery alert on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. It was reported that the batteries would only last 2 hours and the issue remained unresolved. Advised to discontinue use of the device and revert to a backup plan. The insulin pump was returned for analysis.